Event description:
It was reported that a balloon rupture occurred. A 4.0mm x 15mm wolverine peripheral cutting balloon was used for treatment in the severely calcified artery. During the procedure, at second inflation, it was noted that the balloon ruptured at nominal pressure. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.